Event description:
The customer biomedical engineer (biomed) reported they were unable to hear caregroup pop-up alarms at their philips intellivue information center (piic). The device was not in use on a patient.